Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event, no overflow or abnormal behavior at the reported date was noted. The reported device was received in brézins for investigation. According to our investigation, during the external visual inspection it was noted that the device has deposits at the assembly of the subassemblies. A flow test was carried out for 4 hours under the same conditions as the declared event to potentially identify an underflow. The error of the instantaneous flowrate was 1.15% on the 4th hour which complies with the IFU specifications (flow rate error between -3 % and +3 %) and therefore does not reveal any overflow related to the reported issue. The quality control of this device also did not show any issues. The internal check of the device does not confirm the reported issue, but like the visual check it was noted deposits on the assembly parts and the linear sensor was a little unstuck. For this complaint, the reported event could not be reproduced during testing and all tests were compliant with device specifications. It is recommended to change the mechanical framework and update the pump to the latest software version. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: for pump 32744, sn (B)(6): fault reported delivered 4ml unaccounted for. Dose was 50mg in 5-ml syringe set at 8ml per hour. When nurse checked expecting 12ml remaining it was noted only 8ml was left. Datix raised for 4ml discrepancy. No harm to patient. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.